Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 for multiple patients tested on a cobas 8000 cobas ise module (double). From the data provided for 4 patients, 3 had data that was a reportable malfunction. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information was not provided. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.